Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient presented to the intensive care unit (ICU) with recurrent ventricular tachycardia (vt) and anemia. The patient's vt started on (B)(6) 2021. A review of the log files revealed multiple pulsatility index (pi) events from (B)(6) 2021 at 2124 to (B)(6) 2021 0714. Additional information revealed the arrhythmia did not result in clinical compromise and was not sustained. The patient had a preexisting arrhythmia of premature ventricular contractions (pvcs). The site of bleeding was unknown and no diagnostic testing was done at the time. The pi events were possibly due to moderate/severe aortic insufficiency/mitral regurgitation. The patient was stable with no further arrhythmia. Medical management was continued with plan to pursue ablation if necessary.

Event description:
It was reported that the patient expired on (B)(6) 2021. The patient's cause of death was failure to thrive. Death was not left ventricular assist device (lvad) related as the lvad was operating as intended and parameters were stable. No autopsy was performed and the pump will not be returned for analysis.

Manufacturer narrative:
Updated manufacturer's investigation conclusion a direct correlation between the device and the reported cardiac arrhythmia, regurgitation, and bleeding could not be conclusively established through this investigation. It was reported that the patient presented to the intensive care unit (ICU) with recurrent ventricular tachycardia (vt) and anemia. The arrhythmia did not result in clinical compromise and was not sustained. Prior to the vad implant, the patient had premature ventricular contractions (pvcs) and an implantable cardioverter defibrillator (ICD) implanted. The site of bleeding was unknown, and no diagnostics were done. The account indicated that the patient¿s pulsatility index (pi) events were possibly due to moderate/severe aortic insufficiency (ai) and mitral regurgitation (mr). The patient was stable and had no further arrhythmia. The treatment plan was to continue medical management and pursue ablation if necessary; however, it was reported that the patient passed away on (B)(6) 2021. The patient's cause of death was failure to thrive. Death was not lvad related as the lvad was operating as intended and parameters were stable. No autopsy was performed and the pump will not be returned for analysis. The submitted log files captured transient pi events throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. No other atypical events were captured. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 entitled ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04aug2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia, regurgitation, and bleeding could not be conclusively established through this investigation. It was reported that the patient presented to the intensive care unit (ICU) with recurrent ventricular tachycardia (vt) and anemia. The arrhythmia did not result in clinical compromise and was not sustained. Prior to the vad implant, the patient had premature ventricular contractions (pvcs) and an implantable cardioverter defibrillator (ICD) implanted. The site of bleeding was unknown, and no diagnostics were done. The account indicated that the patient¿s pulsatility index (pi) events were possibly due to moderate/severe aortic insufficiency (ai) and mitral regurgitation (mr). The patient was stable and had no further arrhythmia. The treatment plan was to continue medical management and pursue ablation if necessary the submitted log files captured transient pi events throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. No other atypical events were captured. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 entitled ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.